Manufacturer narrative:
A review of the manufacturing records verified the lot was processed normally and all pre-release specifications were met. Additional investigation is ongoing. Attempts to acquire information required for this form were made by gore.

Event description:
It was reported the physician implanted a gore helex septal occluder on (B)(6) 2010. On (B)(6)2013, the patient was admitted to the hospital for a transient ischemic attack. Images showed the helex device had embolized to the descending aorta. An occluder device from a different manufacturer was implanted, and the patient is scheduled for transcatheter removal of the embolized device.